Event description:
One of the therapists at the site was deploying the flat panel. The gantry was at an angleof 180 degrees. The flat pane (panel) fell uncontrolled to it's open limit, the therapist was unable to stop deployment of the flat panel by removing command from the hand control. Flat panel stopped when reaching mechanical stop. Patient involvement: no patient injury reported. However, patient was lying on the treatment table when incident occurred. Potential for serious injury to the patient is possible if flat panel positioner device should malfunction and deploy uncommand until it reaches its mechanical stop.